Event description:
Patient reported MRI confirmed rupture. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.6, b.5, b.6, d.6b, g.1, h.6.

Event description:
Patient reported left side "rupture," and "recall." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, concern for textured product and "bii".